Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with mentor memorygel breast implants 400cc (r) and 375cc (l) and suffered several unexplained systemic symptoms, including dizziness, nausea, headaches, swelling in eyes with severe itching, buzzing in ears, fatigue, rashes, itchiness, infections, weakened immune system, shingles, left breast pain radiating to the arm, numbness, and generalized pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the right side.